Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell on (B)(6) 2019 and landed on their back and thinks they might have messed up the ins. After the fall their adaptive stimulation wasn't changing with the correct position and was very sporadic. They experienced a battery depletion issue as well- they charged last night and at the time of the call the ins was already down to 30%. The patient was advised to follow up with their healthcare provider to have their device checked. No further complications reported.